Event description:
The facility's clinician reported an infusion pump that nondelivered during patient use. Although attempts were made by baxter to obtain additional information from the reporting faciltiy, details were not available regarding patient status, medical intervention, patient injury, age of patient, or the set up of the infusion device. The medication involved was propofol. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.